Event description:
The customer reported that the 840 ventilator had a vent inop condition. There was no pt involvement. The customer reported that ventilator will not be repaired. Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4).